Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the packaging was thrown away. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air ingress occurred. After inserting the faradrive steerable sheath and removing the dilator, followed by aspiration, the hemostatic valve did not seal, causing the physician to continuously aspirate air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. After inserting the faradrive steerable sheath and removing the dilator, followed by aspiration, the hemostatic valve did not seal, causing the physician to continuously aspirate air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.